Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Only month and year known, assumed 1st day of month that complaint was reported.

Event description:
It was reported that during an unknown procedure, the jaws of the device fell off of the device and into the patient. The jaws were retrieved. It is not known how the case was completed. There were no patient consequences reported. No device will be returned.